Event description:
It was reported that during a percutaneous transluminal coronary angioplasty, stent foreshortening occurred. The lesion was located at the critically stenosed proximal segment of the left anterior descending artery. A 2.75x20mm promus element drug eluting stent was implanted for treatment. Post dilation was done with a 3.25mm x12mm non compliant balloon and during this action a very deep intubation of the guide catheter occurred resulting in a significant change of the stent length. They decided to implant another stent at the proximal plaque overlapping the implanted 2.75x20mm promus element drug eluting stent and the procedure was completed with good angiographic result. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Patient age at the time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).